Event description:
Litigation papers allege the patient has suffered harm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.